Event description:
Medtronic received information regarding a marathon microcatheter separation/break. The patient was undergoing a middle meningeal artery (mma) embolization procedure. Patient's vessel tortuosity was normal. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). The embolization was completed without issue initially and amount of reflux was considered acceptable. When pulling the marathon catheter back into the guide catheter, it was observed that the distal end of the marathon microcatheter was broken and around 25 cm had separated and remained in the patient's vessel at the maxillary transition to the external carotid artery. It was noted that there was no friction or difficulty during injection. No force was applied during delivery or removal or the catheter. The marathon tip was not entrapped or stuck. The marathon was not stuck in the guide catheter. There was no vasospasm. The broken segment remains in the patient's body with no plans to remove. No additional intervention was required. The location of the catheter was not considered problematic for the patient so it was left as-is. There were no associated patient symptoms or other complications. Ancillary devices: fargo mini dac guide catheter, squid 12 liquid embolic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.